Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery that was moderately calcified. After the non-abbott guide wire crossed the lesion, pre-dilatation was performed. A 3.5x15 mm xience xpedition stent delivery system (sds) was advanced to the lesion without resistance; however, was not able to cross through the lesion due to the anatomy. An attempt was made to retract the sds from the anatomy; however, resistance was met with the guide wire and they became stuck together. The sds and the guide wire were removed together from the anatomy. A new guide wire was advanced, additional predilatation was performed and another 3.5x15 mm xience xpedition was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove guide wire was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.